Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer has been experiencing low and transmitter not working. The customer's blood glucose at the time of incident was 42mg/dl. Customer's current blood glucose was 135mg/dl. Customer treated with glucagon shots. Customer stated, her caregiver helps when she passes out. Customer stated she has been waking up in the middle of the night to treat blood glucose. Customer thinks the basal rates might need to be changed. Advised customer to contact doctor about basal rate adjustments. Advised customer to monitor insulin pump and call back if issues persist.